Event description:
This spontaneous case from united states was received on 14-dec-2017 from a other health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency had pain of the right knee/pain in her right knee, a complaint of swelling, an inflammatory reaction to the injection/complaining of inflammation and a small to moderate infusion on right knee. Also, device malfunction was identified for the reported lot number. No previous medications were reported. Patient with end stage osteoarthritis, osteoarthritis of the right knee with a small to moderate infusion on the right knee, dmii (diabetes mellitus), hypertension, and had a total left knee joint replacement in 2015. Concomitant medications include metformin hydrochloride, atenolol and hydrochlorothiazide/ lisinopril (lisinopril w/ hydrochlorothiazide). Patient had no concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, at a dose of 48 mg once (batch/ lot number: 7rsl021 and expiry date: 31- may-2020) for osteoarthritis right knee. It was reported that knee was prepared in the usual and sterile fashion, 2 cc of synvisc-one was injected. The patient tolerated this well. It was stated that patient was "alert and orientated times 4 and no acute stress". On an unknown date in (B)(6) 2017, latency unknown, patient came in to the physician's office and the physician said she had a small to moderate infusion on right knee, an inflammatory reaction to the injection and a complaint of swelling and pain of the right knee. It was reported that physician's treatment on (B)(6) 2017, was a methylprednisolone acetate 40 mg shot into the right knee and a prescription for 40 tablets of norco 500/325 tablets to take 1 to 2 tablets q 6 hours prn for pain. She said the patient came back on (B)(6) 2017 still complaining of inflammation, swelling, and pain in her right knee. She said no treatment was done on that day ((B)(6) 2017). It was stated that the patient had another appointment on (B)(6) 2017 but did not keep the appointment. It was reported that the patient did not received any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient was able to bear weight before and after injection. It was reported that patient had no pain and fever present before injection. No blood work was done and no fluid was drained from the knee. Corrective treatment: not reported for device malfunction; methylprednisolone acetate for rest events; hydrocodone bitartrate/paracetamol (norco) for pain of the right knee/pain in her right knee outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who experienced right knee effusion, swelling, pain and joint inflammation after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.